Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The part was returned and inspected. During pre-repair assessment performed, the technician found the motor was not functioning optimally. Device repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
It was reported that the device was not operational intraoperatively despite the battery being checked; no reports of patient harm or user harm. This is 1 of 1 report for #(B)(4).